Event description:
It was reported that while the patient was having a hip revision and the surgeon implanted the accolade ii, the femur fractured in the same case. The surgeon then put in a resotration modular.

Event description:
It was reported that while the patient was having a hip revision and the surgeon implanted the accolade ii, the femur fractured in the same case. The surgeon then put in a resotration modular.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined with the limited information provided. Further information such as primary implantation date, pre- and post-operative x-rays and the primary & revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report.